Manufacturer narrative:
The adverse event is filed under aic reference xc (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a bipolar fcps rndmicrostr .7mm153mm (part # us345) was used during a laparoscopic on (B)(6) 2025. According to the complainant the chord was broke while plugged in. Reportedly the staff caught bit of cord that sparked there was no injury, fire or delay of case.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted. Item number corrected: d4, g4 510k number updated. Additional information: d9: device returned to manufacturer.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). One (1) sample provided was returned to the manufacturing site for technical evaluation. Results of the investigation determined visually that the cord was found to be broken just outside the strain relief on the instrument end, with visible signs of conductor burn. The condition of the cord suggests it has likely been used several times. Without lot information it is difficult to tell the age of the cord exactly. The likely cause of the failure is either possible misuse or use beyond life expectancy. If the cord is removed from the surgical instrument by pulling the cord rather than the plug, the cord will weaken over time. This can also happen at the end of the strain relief if the cord has been used enough. As the cord weakens, the conductors are broken. Eventually, there are only a few conductors holding the connection together. When the same amount of current is pushed through less conductors, heat will be generated and that can cause the final conductors to burn and break. It is most likely that the failure of this device was the result of life expectancy and a possible user handling issue. As a result, the reported failure could not be confirmed to be a manufacturing related issue.